Event description:
It was reported that following an explant procedure due to infection, the patient was re-implanted with a new implantable pulse generator (ipg). The patients spinal cord stimulator (scs) lead had migrated significantly which was discovered under fluoroscopic imaging during the procedure. The patient's lead was replaced and the patient was doing well with good coverage postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.